Event description:
Device 1 of 4. Reference MFR report: 1627487-2012-11742, 1627487-2012-11743, 1627487-2012-11744. It was reported the patient had warmness at the pocket while charging. In addition, the patient had lost stimulation coverage in her back. It was reported reprogramming was unable to resolve the issues. Further follow up identified the physician replaced both leads with one surgical lead. The ipg was also replaced.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r; 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.